Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude alarm that did not clear. Customer reported a blood glucose (bg) level of 196 (mg/dl). Customer indicated that an insulin injection would be used to treat bg level, and long acting insulin injections would be used for back up therapy.